Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, an infold was observed in the valve frame. Subseq uently, a post-implant balloon aortic valvuloplasty was performed and the procedure was completed. Approximately 5 years and 3 months later, the patient was hospitalized with congestive heart failure. A computed tomography (CT) scan revealed residual infolding wit h severe aortic insufficiency through the valve frame. The valve frame also appeared to be oval in shape with thickened leaflets. The presence of thrombus and pannus were observed. A valve-in-valve procedure was scheduled as treatment. Additonal information was received to report during fluoroscopic inspection of the valve load an "infold" was noted to node 3 of the valve frame. The valve load was accepted and the delivery catheter system (dcs) and loaded valve were inserted into the patient and navigated to the aortic valve in the heart. Upon the initial deployment attempt, an infold was observed in the valve frame. The depth of the valve frame was determined to be too deep and the valve was recaptured. Per the physician, the patient's anatomy was unremarkable and did not contribute to the infold. It was also clarified when leaflet thickening was seen on CT imaging thrombus formation was not clear ¿ the presence of thrombus was not confirmed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, an infold was observed in the valve frame. Subsequently, a post-implant balloon aortic valvuloplasty was performed and the procedure was completed. Approximately 5 years and 3 months later, the patient was hospitalized with congestive heart failure. A computed tomography scan revealed residual infolding with sev ere aortic insufficiency through the valve frame. The valve frame also appeared to be oval in shape with thickened leaflets. The presence of thrombus and pannus were observed. A valve-in-valve procedure was scheduled as treatment.